Manufacturer narrative:
The damaged power cable was replaced, and the device started to operate correctly. Please note that the affected device model is not intended for the us market. The products sold in the us have a different power cord and plug design and are designed per different safety standards. The manufacturer conducted a series of tests to investigate the issue of melted power cord plugs. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, the arjo device failed to meet its performance specification since the power cord was melted. There is no indication regarding patient involvement when the failure occurred. The complaint decided to be reportable due to melted power cord plug. D4.UDI: the device is distributed outside the us and no gudid information exists.

Event description:
The power cord was found to be non-functional. The inspection revealed that it was scorched on the inside and the plug was melted. There was no indication of patient involvement, and no injury was claimed.